Manufacturer narrative:
Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. Reportedly, the customer is using fiasp insulin. Tandem technical support informed the customer that fiasp insulin is off label per the user guide. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.